Manufacturer narrative:
The complaint received states that during an interventional procedure the savvy balloon had deflation difficulty and the stabilizer wire fractured and separated in the patient. Patient demographics are unknown. The report received from the field indicated that during an interventional percutaneous transluminal angioplasty (pta) of a totally occluded tibial artery, the physician delivered the 150 cm savvy 3.0 x 10 cm balloon catheter to the lesion but the balloon would not deflate. It is unknown how the balloon was deflated or retrieved from the patient. The physician used a stabilizer support wire with an extra soft tip for the procedure and the tip of the guidewire broke off in the patient. The separated tip was retrieved without difficulty. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful to date. The products were not returned for inspection. (B)(4): there is no sterile lot number information available thus no DHR could be performed. With the information available and without the products available for analysis the complaints could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the devices and the event based on the limited information available. However, there are possible vessel characteristics, specifically the total occlusion that may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2011-00021 and # 9610978-2011-00046.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.this is one of two products used during the same procedure. Please reference MFR. Report #1016427-2011-00021 and # 9610978-2011-00046.

Event description:
The report received from the field indicated that during an interventional percutaneous transluminal angioplasty (pta) of a totally occluded tibial artery, the physician delivered the 150 cm savvy 3.0 x 10 cm balloon catheter to the lesion but the balloon would not deflate. The physician used a stabilizer support wire with an extra soft tip for the procedure and the tip of the guidewire broke off in the patient. The separated tip was retrieved without difficulty. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful to date.